Event description:
Major pump unit(s) involved: external control system failure; battery clips. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replace battery clips. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction, specify.